Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook quantum ttc esophageal balloon dilator. After partially inflating the balloon, the balloon ruptured in the esophagus. Another balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small irregular-shaped puncture in the balloon material. No section of the balloon material is missing from the device. The damaged area is located near the distal end of the dilation balloon. When the balloon is inflated with water, water exits the balloon material at the location of the damaged area. The balloon will not hold pressure and cannot perform in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The appearance of the damaged area suggests the balloon came into contact with a sharp object, perhaps a sharp edge of the endoscope used with this balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: the add'l info provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscopy accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Customer qa will continue to monitor for complaint trends.